Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned device confirms the reported event. The canted coil spring is missing from the clamp. Functional testing with a depuy retained sigma inset patella clamp head (966683) confirms the clamp will not hold the head. A prior investigation found the patella clamp will not retain the clamp head when the canted coil spring is missing. Supplier (B)(4) was implemented in may of 2010 to address disassembled canted coil spring components. The current complaint sample was manufactured prior to (B)(4). Although the complaint sample was manufactured prior to (B)(4), the root cause is being attributed to product wear out. No corrective action required. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The detachable head of the patella clamp no longer stays locked.